Event description:
During a laparoscopic cholecystectomy procedure, the clips scissored. The hosp has not provided any add'l info.

Manufacturer narrative:
7/16/97-supplemental report #1 submitted to FDA.